Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-01381. It was reported that the patient's system was explanted on an unknown date for an unknown reason.